Event description:
The customer reported that the system displayed a ma error. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the hv power supply regulator for the same issue and the x-ray tube has already been replaced two months prior ordering hv tank for unit. He replaced the highvoltage tank and performed a filament calibration and arc test on the system after replacement. There were no errors during testing. The unit is working as intended.